Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es users was not able to log into pyxis machines because in the new cards the micro zip had not been updated and pyxis was not recognize it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system third party cards application was failed. A technical support specialist dialed into the station, updated the newer version of the same digisign software and installed it on all the devices to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es users was not able to log into pyxis machines because in the new cards the micro zip had not been updated and pyxis was not recognize it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.